Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand, and customer did not disclose whether blood glucose exceeded any specific level. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.